Manufacturer narrative:
The product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A purchasing manager reported that three weeks following an intraocular lens (iol) implant procedure, the iol was exchanged due to a residual refractive error. Additional information has been requested.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was provided indicating that the iol was exchanged for a different lens model and a difference of 1.5 diopters of power.

Manufacturer narrative:
Evaluation summary: the iol was returned for analysis. Iol returned in three(3) pieces in a specimen container. Solution is dried on both surfaces of the optic and haptics. The optic is torn/split-cut dividing the iol in three(3) and scratched/marked-rejectable. The root cause for the reported complaint "explanted iol; residual refractive error" could not be determined. An impact to the visual acuity of the patient cannot be verified by examination of the returned product. Power and resolution testing could not be conducted due to the optic damage. Based on these investigation findings, we are unable to verify if the iol contributed to the event. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).